Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic inguinal hernia repair, the subject device was used. The tissue pad of the subject device was damaged and fell inside the patient. The fragment was retrieved. The intended procedure was completed with the subject device since the pad worn occurred at the end of the procedure. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) could not confirm any evidence that the pad had fallen off, but found that it was separated.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially separated. The tissue pad in the grasping section was not fallen off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.